Manufacturer narrative:
The left ventricular lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that this left ventricular lead had become dislodged into the coronary sinus. The decision was made to deactivate the left ventricular lead as the patient felt fine with right ventricular pacing at 40ppm. The patient will be monitored closely. No adverse patient effects reported.